Event description:
It was reported that there was a pump volume discrepancy and the patient experienced fluid issues around the pump. It was reported on (B)(6) 2012 that the pump pocket was filled with fluid. The doctor placed an abdominal binder on the patient and was to check the patient again in 4 weeks. There were no patient symptoms or injury at this time. The device system was used to deliver lioresal (baclofen) 2000mcg/ml. It was later reported that during a refill on (B)(6) 2012, the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0ml while the erv was 5.8ml. The pump was refilled because, it was dry and a catheter dye study was performed. Results of the dye study were normal and aspiration was normal. The reporter stated that the following a catheter revision in (B)(6) 2012 (refer to manufacturer report #3004209178-2012-10922) the patient's dose was lowered to what the reporter thought was "over 200". The dose was then gradually increased and on the day of the refill they were going to up the dose to "600" as the patient was "getting tight again". At this time, the patient had fluid issues around the pump that was suspected to be a partial pocket full; however, this was unclear. It was reported on (B)(6) 2012 that the events had not resolved and had been an ongoing issue for the patient. The cause of the volume discrepancies had not yet been determined. The partial pocket fill had also not yet been determined. No surgical interventions had yet taken place. The patient was receiving therapy at this time; however, the reporter was unsure of how well the therapy was going. The patient had some swelling, fluid buildup and redness at the pocket site. The patient was given abdominal dressing to help alleviate the symptoms; however, the patient had not been using it. The symptoms worsened so a culture was taken. The results of the culture were unavailable at the time of the report but the patient was prophylactically started on antibiotics as it was thought that the patient developed an infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient did not have an infection. Two days later it was reported that the patient was "fine", but his response to the intrathecal baclofen therapy was questionable. He was still experiencing some spasms and stiffness. It was noted that his catheter could be aspirated and a dye study was normal. It was stated that the patient's dose was going to be decreased to assess his response to a lower daily rate. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional review determined this event was previously reported in manufacturer report # 3007566237-2012-02867. Any additional information regarding this event will be reported in this manufacturer report number.

Manufacturer narrative:
(B)(4).